Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the cysto-nephro videoscope exhibited the adhesive of the bending rubber was chipped. There were no reports of patient involvement.

Manufacturer narrative:
E1 establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the cystonephro videoscope exhibited brown water came out from the distal end after multiple cleanings. The event occurred during reprocessing. There were no reports of patient involvement.